Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered bodily injuries. Injuries and/or symptoms include recurrence of stress urinary incontinence, chronic vaginal pain, painful sexual intercourse and infections.